Manufacturer narrative:
Natus tech support requested additional information from the customer. The customer was provided replacement information. A supplemental report will be provided once natus receives additional information.

Event description:
The customer reported to natus on (B)(6) 2017 that they couldn't adjust the light intensity. _nb blanket (s/n: (B)(4), p/n: 006254, installed: (B)(6) 2011), _photometer used: olympic billi-meter. The customer stated the intensity was only able to read 15 [?]w/cm2/nm on olympic bili-meter, and couldn't get pass 17 [?]w/cm2/nm. The customer tried two different light pads and still couldn't adjust any higher than 17 [?]w/cm2/nm. The tsr provided p/n and cost of a new light box. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.